Event description:
It was reported the closure device detached from the core wire prematurely. A left atrial appendage (laa) closure procedure was being performed. A 31mm watchman flx laa closure device and delivery system (wds) was prepared as normal. The closure device appeared to be attached as normal. The wds was advanced into the watchman access system. The closure device was deployed into the laa. The placement was ok, but there was a mitral shoulder. A partial recapture was attempted, but the closure device had prematurely released from the core wire. The closure device could not be moved and was left in place. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a watchman flx delivery system in a watchman access system. There was no implant returned with the device. The devices were bloody and were separated during the lab analysis. Analysis of the implant, core wire, tip, sheath and hub/valve included microscopic and visual inspection. Inspection revealed tip damage (tricuts flared). Inspection of the rest of the device found no other damaged or defect.

Event description:
It was reported the closure device detached from the core wire prematurely. A left atrial appendage (laa) closure procedure was being performed. A 31mm watchman flx laa closure device and delivery system (wds) was prepared as normal. The closure device appeared to be attached as normal. The wds was advanced into the watchman access system. The closure device was deployed into the laa. The placement was ok, but there was a mitral shoulder. A partial recapture was attempted, but the closure device had prematurely released from the core wire. The closure device could not be moved and was left in place. There were no patient complications.